Event description:
A caller reported an error with their continuous glucose monitoring (cgm) device, specifically cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller by providing information for a pump reset and guiding them through the process. After the reset, the cgm error code did not reappear, and the caller successfully started their sensor session.